Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Damaged blister. While checking retain samples, a roche employee identified a transfer needle with a damaged blister as per below attached picture.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was a damaged blister. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. Two photos show a packaging blister with damage to the packaging blister top web. The damage is in the area of the needle hub. No other information could be obtained from the photos. This defect could occur during the handling of the product after manufacturing. The condition of the packaging shown in the photos is not representative of how the product leaves the manufacturing site. A device history record review was completed for provided material number 305211, lot 2363735. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Damaged blister: while checking retain samples, a roche employee identified a transfer needle with a damaged blister as per below attached picture.